Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without problem by using the normal method. There were no complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).